Event description:
It was reported that on (b)(6) 2026, a MitraClip procedure was performed to treat functional mitral regurgitation (MR) with a grade of 3-4 on a patient with a small valve, abundant chordae, and restricted posterior leaflet. A MitraClip XTW was inserted and advanced under the valve. However, the clip immediately became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed. Therefore, a decision was made to implant the clip where it was stuck, attached to both leaflets, with chordae. No additional clips were implanted, and the MR remained at a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. In this case, based on the information reviewed, the cause of the reported entrapment of device associated with clip caught on chordae appears to be due to the patient anatomy. The reported patient effect of MR appears to be due to the clip caught on chordae. MR, as listed in the eIFU, is a known possible complication associated with MitraClip procedures. The reported unexpected medical intervention was the result of case specific circumstances.There is no indication of a product issue with respect to manufacture, design, or labeling.